Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion caused by friction to the device can was noted at 9.7 cm to 9.9 cm and 9.1 cm to 9.4 cm from the proximal end of the svc shock coil. The insulation abrasion breached the re cable lumen with no damage noted to the etfe cable coating. External insulation abrasion caused by friction to the device can was noted at 7.6 cm to 8.0 from the proximal end of the svc shock coil. The insulation abrasion breached the svc cable lumen with no damage noted to the etfe cable coating. Internal insulation abrasion was noted at 8.5 cm to 12.5 cm from the proximal end of the svc shock coil. The insulation abrasion breached the re cable lumen with an abrasion noted to one of the etfe cable coatings. Internal insulation abrasion was noted at 10.0 cm to 12.8 cm from the proximal end of the svc shock coil. The insulation abrasion breached the rv cable lumen with procedural damage noted to insulation in region. The inner lumen was found to abraded in this region with no damage noted to the ptfe liner. Internal insulation abrasion was noted at 13.7 cm to 14.0 cm and 14.1 cm to 14.4 cm from the proximal end of the svc shock coil. The insulation abrasion breached the rv cable lumen with no damage noted to the etfe cable coatings.

Event description:
This report is to advise of an event observed during analysis.